Manufacturer narrative:
The device was returned for evaluation. A visual inspection of the returned device confirms the roll pin and thumbscrew is missing from the device. The missing pieces were not returned with the device. The device exhibits signs of extreme wear and use. The device was manufactured in 2005. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use, outside the patient, while tightening the wheel on the drill guide the wheel snapped off. The procedure finished with a smith and nephew backup device. No surgical delay. Patient injuries were not reported.